Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation could not conclusively specify root cause of the suggested event however, there is sufficient evidence that confirms occurrence is likely. Since the subject device was repaired by a third-party agency, we could not presume occurrence cause of the event. In addition to the reported malfunction, the following findings were also discovered; the light guide rod lens was cracked in two places, the light guide rod lens was scratched, the charged coupled device cover lens was chipped, the light guide cover glasses adhesive had two pin holes, the charged coupled device cover lens adhesive was chipped , the plastic distal end cap cover had a sharp edge, the bending section cover had a third party repair, the bending section cover adhesive was separated, the bending section tube metal braid had cutting wire, the bending section insertion part of the tube had a third party repair, the connecting tube had a wrinkle 10millimeter from the glue, the connecting tube had a third party repair, the control unit guide plate was corroded, the control unit stiffness control had a third party repair, the control unit air/water nut had paint peel off, the control unit suction cylinder nut had paint peel off, the control unit up down knob was misaligned, the universal cord had a scratch, the connector plug unit had damaged housing, the connector had a third party repair, the insertion part of the charged coupler unit zoom cable/dual focus had a third party repair, the connector had a third party repair, the control unit angulation was less than the specified value, the control unit up/down knob was misaligned, the control unit stiffness control had a third party repair, and the insertion part of the distal end air/water channel was out of specification. The customer reported the scope was washed before sending for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an error code e315 (unsupported charged coupled device unit detected). The issue was found during preparation for use in a colonoscopy. There were no reports of patient harm. The procedure was completed with another scope and finished successfully.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.